Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Same case as mfg# 2134265-2010-01907. Same case as mfg# 2134265-2010-02040. It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 95% stenosed lesion was located in the moderately tortuous and calcified left subclavian artery. An express ld stent dislodged at an unspecified time and location during the procedure. The dislodged stent was successfully removed with a snare. The physician then advanced an unspecified guide wire and successfully crossed the target lesion. After guidewire placement intravascular ultrasound (ivus) was performed, and the target lesion was pre dilated with a non-bsc balloon catheter. An express ld 7-27 was advanced to the target lesion and deployed. However, the stent did not fully dilate. A sterling balloon dilatation catheter was advanced for post dilation of the stent and upon the first inflation attempt at 6 atms a balloon rupture occurred. The balloon inflation time is unknown. The balloon catheter was removed and the procedure was completed with a different device. There were no patient complications reported with the patient status listed as 'good'.